Event description:
It was reported that a small volume folfusor experienced a backflow. This occurred during filling of sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot 14c041 was manufactured on march 14, 2014 - march 18, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.